Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d10, g3, g6, h2, h6, h11. Corrected data: d4 expiration date. D10: g7 vit e high wall lnr 36mm d; item number 30123604; lot number 66715271. Biolox delta fem head,36mm, -3.5mm; item number 00-8775-036-01; lot number 3214141. G7 pps ltd acet shell 50d; item number 010000662; lot number j7724288. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause could not be determined. However, it was noted competitors' reamers were used to prepare the femoral canal. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the femoral stem subsided post operatively. No known impact or consequence to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.